Event description:
Essure device was placed (B)(6) 2012. During procedure, fallopian tube seized. Pain was immense after procedure and made comments to doctor, said was normal. Still, 3 years later have pain on same side as seizure, weight gain, pain increases after any physical activity and worse at end of day, constant bloating, increase issue with constipation, headaches (everyday), diagnosed with adenomyosis, heavy menses with increase in pain and bloating, exhaustion, increased forgetfulness.